Event description:
Started 22g IV to administer ivig without incident. Although upon initiation of infusion, there was leaking at the site. IV discontinued and a new IV started. Old catheter was inspected and revealed a hole in the catheter itself near the junction of the hub.